Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event information. Additional information was not provided.

Event description:
Reference manufacturer numbers: 1627487-2021-15441, 1627487-2021-15443. It was reported that the patient experienced ineffective stimulation due to their ipg being unable to deliver enough energy to provide effective therapy at the system's impedance values on two of the patient's leads. In turn, the patient underwent surgical intervention wherein the system was explanted and replaced to address the issue. Since it is not known which device contributed to the issue, all possible devices are being reported on.

Manufacturer narrative:
A patient's system was explanted due to autoreducing therapy on their left leads was reported to abbott. It was determined the patient's ipg was unable to deliver enough energy to provide effective therapy at the system's impedance values on two of the patient's leads. The results of the investigation are inconclusive since the devices was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.